Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional (hcp) reported via a manufacturer representative (rep) that a patient receiving prialt/ziconotide (5 ug/ml at an unknown dose) via an implanted infusion pump for an unknown indication recognized a pump alarm and notified their healthcare professional (hcp). The hcp used a physician programmer to read the patient's pump and found that the alarm was related to a motor stall. The hcp refilled the pump and programmed it on (B)(6) 2015, after the pump alarm occurred. The pump alarm recurred on (B)(6) 2015. The cause of the second alarm was not reported. There were no reported patient symptoms. The pump was explanted on (B)(6) 2015. The patient was doing fine and was receiving effective therapy. Additional follow-up is being performed for the cause of the second alarm.

Manufacturer narrative:
(B)(4). Analysis of the pump (sn:(B)(4)) found motor gear train anomalies; corrosion and/or wear and/or lubrication and the stall was due to shaft-bearing. The previously reported conclusion code 92 no longer applies to this event.

Event description:
On (B)(6) 2015, additional information was received from a foreign manufacturer representative (rep). It was reported that the pump alarm that occurred on (B)(6) 2015 was also caused by a motor stall.

Manufacturer narrative:
Eval code-conclusion has been updated.